Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to emi from a car seat heater short fuse. No changes were reported. The patient was stable.